Event description:
I would like to inform the FDA that I have experienced a problem with both my eyes of red rings around the eye. This starts as pink and goes to red. My eyes also had a feeling of being dry and itchy, as if sand were in them. On occasion, I noticed slight eye pain as if a stabbing pain were occurring within the eye itself. If there is anything further I should know about this product, please contact me either via the mailing address, phone number or email above.